Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 6 months after the dental implants were installed in intraoral regions #29 and 30 it was verified its nonosseointegration. Sixty ncm of primary stability was achieved.